Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board was replaced to address the issue. In addition of the above evaluation, the following parts were replaced as regulated by maintenance procedure to prevent failure: air inlet foam filter and particle filter. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded from 1.06.05.00 to 1.06.06.00.